Manufacturer narrative:
Product complaint #: (B)(4). Section 1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization, a 1mm x 4cm galaxy g3 mini (glm910040, l15359) was attempted to be advanced from the sheath introducer. However, the coil got stuck on the sheath introducer and the coil did not come out. It was replaced with another coil and the procedure was completed. The customer states there is no additional information available. One non-sterile galaxy g3 mini 1mm x 4cm unit was received inside of a pouch. The received device was visually inspected, and no damages were noted on it. Then a microscopic inspection was performed, and the embolic coil was found kinked and protruded from the introducer. No other damages were observed. Also, the marker band was found at 39cm from distal end which are within specification. A manufacturing record evaluation was performed for the finished device l15359 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil - impeded-in introducer¿ was confirm due the embolic coil was found protruded from the introducer and it was unable to move. However, the kinked condition noted on the embolic coil may have contributed to an impediment and due to this we can confirm the complaint. Neither the analysis nor the mre suggest that the failure reported could be related to the manufacturing process. The instructions for use (IFU) states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B))(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. One non-sterile galaxy g3 mini 1mm x 4cm unit was received inside of a pouch. The received device was visually inspected, and no damages were noted on it. Then a microscopic inspection was performed, and the embolic coil was found kinked and protruded from the introducer. No other damages were observed. Also, the marker band was found at 39cm from distal end and it was found within specification. A manufacturing record evaluation was performed for the finished device l15359 number, and no non-conformances related to the reported complaint condition were identified.

Event description:
As reported by a healthcare professional, during a coil embolization, a 1mm x 4cm galaxy g3 mini (glm910040, l15359) was attempted to be advanced from the sheath introducer. However, the coil got stuck on the sheath introducer and the coil did not come out. It was replaced with another coil and the procedure was completed. The customer states there is no additional information available. Based on the investigation of the device received, the embolic coil was found kinked.